Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD) as the battery longevity projection had fallen from 10 months remaining to elective replacement indicator (eri) in one month. There were questions as to why capacitor reforms had happened on consecutive months and it was noted that as the device performs these more frequently as the battery depletes. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.